Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 17mm amplatzer septal occluder was chosen for implant using 9f amplatzer trevisio intravascular delivery system. During the procedure, the device was found to have cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The device was retracted and redeployed once. However, the issue still persisted. The procedure was then completed successfully using a new 17 mm amplatzer septal occluder. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.